Event description:
The customer contact reported no delivery. It was reported that the tubing set was being used to deliver ha22 and the tubing set was primed without difficulty. It was reported the gemstar pump was programmed to deliver a volume to be infused (vtbi) of 100ml, for a duration of 30 mins. At an unspecified time, the delivery was started. It was reported that 30 mins after the delivery was started, the pump displayed that the delivery was complete; however, the solution bag was full. The pump was removed from clinical svc. It was reported that after attempting to resume the therapy using a replacement pump, no delivery was again noted. The customer contact reported that the tubing set and solution container were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report reps all the info known by the reporter upon query by hospira personnel. (B)(4).